Event description:
It was reported that, "dr was using torque wrench when the 7.5x45 p.a screw head came off the shaft. This happened bi-laterally at s1 level."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.